Event description:
The patient was implanted with a left ventricular assist device. The surgeon reported concern of pump thrombus. The patient was reported to be hemolyzing, but with stable hemodynamics. The patient was hospitalized for ongoing infection, hemolysis, and signs and symptoms of right heart failure. The patient was also given medication for liver and renal failure. The surgeon reported that the patient is not a candidate for a pump exchange.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.